Event description:
It was reported that the sterile water did not return from the foley catheter during pretest, so use was refrained from it.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. The returned catheter was inflated with 10ml methylene blue solution (mbs) using the returned syringe. The balloon concentricity was noted to be 50:50. Attempted to deflate the catheter balloon with the returned syringe and only 2ml returned within 5 minutes. Per ip7603444 revision 0, the catheter must inflate and deflate with a syringe. The catheter was then inflated with 10ml mbs using and in-house syringe, the balloon showed a 50:50 concentricity ratio. The catheter balloon deflated passively using the in-house syringe in 1 minute and 26 seconds. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not return from the foley catheter during pretest, so use was refrained from it.